Event description:
New information received notes that the right ventricular (rv) lead was capped (B)(6) 2024 and replaced. The patient was stable before, during and after the procedure.

Event description:
It was noted that high ventricular rate episodes due to noise were observed on the right ventricular (rv) lead. The noise was reproducible with isometric testing. The patient experienced dizziness during isometric testing due to pacing inhibition and was noted to have experienced the same dizziness whilst exerting himself. The patient was scheduled for a chest x-ray with the potential for a future lead revision. The patient was stable.